Event description:
A home patient contacted baxter's technical service center for assistance. The home patient went into initial drain before connecting. Baxter's technical center instructed the home patient to reprime using the same set-up. No patient injury or medical intervention was associated with this report.